Event description:
The implant housing moved. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced painful sensations whilst wearing glasses due to a migration of the implant housing from its intended position. In addition, during device investigation damage to the active electrode caused by device minute mobility was found. This is a final report.

Event description:
The implant housing moved. The recipient has been re-implanted.